Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed on the cycler and completed without any failures or problems. During the treatment, the amount of fluid in the pseudo-patient bag was weighed and recorded after each fill, and the weighed fill values for each cycle were compared with the treatment¿s programmed fill setting. The cycler weighed fill volume values were found to be within tolerance. The cycler underwent and passed a valve actuation test, a system air leak test, and a patient sensor functionality check. An internal visual inspection identified evidence of dried fluid beneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records during a call to fresenius technical support (ts). The patient discontinued treatment during drain 3 of 5. A review of the patient¿s treatment records identified that the patient drained 6765 ml during drain 1 of the treatment and 5253 ml during drain 3. These drain volumes are, respectively, 282% and 219% of the patient's largest fill volume during the treatment, 2399 ml. As a result of the iipv event, the ts representative advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient¿s contact was advised to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient was trained to perform stat drains, as well as manual peritoneal dialysis therapy if needed. The patient has received their new cycler and is continuing pd therapy on the device with no further issues. During follow up, it was confirmed that the patient had not missed any treatments. The patient was able to perform manual pd therapy until the replacement cycler arrived. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 5 exchanges of 2400 ml, with no last fill and no daytime exchange. The cycler was reportedly returned to the manufacturer for physical evaluation.